Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The "date of this report" and the "date reveived by MFR" provided in the intial report were incorrect. The correct dates has been provided in this report.

Manufacturer narrative:
Pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Pump received with normal operating currents. No unexpected failed batt test alarm noted. However, detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. Unable to determine root cause due to pump pending dva testing. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window. Pump passed the delivery volume accuracy test .after disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error detected alarm and no delivery alarm. Insulin pump passed self-test and fix prime test. Customer was hospitalized with blood glucose of 600 mg/dl. Insulin pump would be replaced.